Event description:
It was initially reported that the physician's handheld would not turn on after being fully charged. A hard reset was performed and the date and time was able to be programed. Later another call was received from the physician's office that they were still having issues. The handheld would not hold a charge. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that indicated that the handheld and flashcard were return to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The ac cord and the serial adaptor cord were not in returned with the handheld. Good faith attempts for their return have been unsuccessful to date.

Event description:
Additional information was received that the ac adapter and the serial cable were returned to the manufacturer for evaluation. An analysis was performed on the returned ac adapter and no anomalies were noted during testing using a known good handheld and the returned serial cable. The ac adapter performed according to functional specifications. An analysis was performed on the returned serial cable and no anomalies were noted during testing using the ac adapter or the main battery with a full charge. The serial cable performed according to functional specifications.